Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient status was unknown.